Event description:
It was reported that the user experienced hyperglycemia when the ilet indicated low insulin and insulin delivery ceased due to an empty reservoir; blood glucose rose to 207 mg/dl for approximately four hours until the user performed a supply change and resumed delivery. Symptoms included feeling well without reported clinical effects. Outcomes included no need for outside assistance, no medical intervention, and no hospitalization. Investigation included review of device-reported information and user-provided history, as well as troubleshooting and education. Investigation of this case revealed hyperglycemia associated with running out of insulin, with no device component malfunction reported and the condition resolving after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.